Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was observed to be fluctuating. Customer's blood glucose level ranged from 200 mg/dl to 230 mg/dl. Reportedly, the customer continued using the pump and existing cartridge for insulin therapy.